Manufacturer narrative:
(B)(4) clinical review of medical records did not reveal an allegation against fresenius peritoneal dialysis products. The peritonitis was unlikely due to fresenius products and likely due to technique failure. This report is being submitted as part of a system level review; which will include an investigation of all potential fresenius products being used at the time of the event. A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
Review of a peritoneal dialysis (pd) patient's medical records revealed the patient developed peritonitis. Follow up with the patient's peritoneal dialysis nurse reported the patient presented to the clinic on (B)(6) 2016 with an increased white cell count and negative gram stain and no further signs of peritonitis. They decided not to treat the patient at that time. The patient then presented with cloudy effluent on (B)(6) 2016 and they treated the patient for peritonitis with vancomycin and ceftazidime.

Manufacturer narrative:
A return product investigation was not performed as the cycler was not replaced in the complaint for the reported symptoms. Field service investigation is not performed on cyclers. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the record review confirmed the labeling, material, and process controls were within specification. The system level review of the liberty cycler and concomitant products found no indication of a causal relationship between the products and the patient event.